Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens had difficulty advancing due to a faulty co2 mechanism. There was patient contact. Additional information was received, the doctor was able to complete the surgery, however she noticed that the company pre-loaded delivery system seemed to run out of co2 towards the end of the implantation and the lens was not propelled forward as it normally was.